Event description:
MFR received a report of a bolt on the front caster assembly breaking on a five year old power wheelchair. This allegedly resulted in the user falling and sustaining two broken legs.